Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ mechanical failure/operator error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." The device was not returned.

Event description:
It was reported that the foley catheter had an unknown issue. Additional information has been requested. Per follow-up information received from (B)(4) team on 20apr2022, the foley catheter had a material split, cut or torn problem and device dislodged or dislocated problem. No other information was available.

Event description:
It was reported that the foley catheter had an unknown issue. Additional information has been requested. Per follow-up information received from canada team on 20apr2022, the foley catheter had a material split, cut or torn problem and device dislodged or dislocated problem. No other information was available. Per follow-up information received from canada team on 03jun2022, stated that the nurse/writer ambulated patient to the bathroom with foley catheter and there were no issues. The patient sat on toilet for a couple minutes. The writer assisted patient to stand up and the 14 french silicone elastomer coated foley catheter just fell out of patient. The foley catheter was inserted in emergency the writer noticed that there was a slit in the balloon. The write cut off the tip of the catheter and placed it into a sterile container and contacted the cardiac care educator to let them know about the situation/product malfunction. Per follow-up information received from canada team on 30aug2022, it was stated that the catheter fell out of the patient and slit was present in balloon. It was also stated that catheter was replaced, no harm to the patient.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with state 10ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ mechanical failure/operator error. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with state 10ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." Correction: f, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter had an unknown issue. Additional information has been requested. Per follow-up information received from canada team on (B)(6) 2022, the foley catheter had a material split, cut or torn problem and device dislodged or dislocated problem. No other information was available. Per follow-up information received from canada team on (B)(6) 2022, stated that the nurse/writer ambulated patient to the bathroom with foley catheter and there were no issues. The patient sat on toilet for a couple minutes. The writer assisted patient to stand up and the 14 french silicone elastomer coated foley catheter just fell out of patient. The foley catheter was inserted in emergency the writer noticed that there was a slit in the balloon. The write cut off the tip of the catheter and placed it into a sterile container and contacted the cardiac care educator to let them know about the situation/product malfunction.